Event description:
It was rpeorted that during a pta treatment procedure, the tip of the wire fractured. The fracture occurred when withdrawing the wire following intervention involving a lesion in the femoral artery. No patient injury or complications were reported. Additional information has been requested regarding this event.